Event description:
Reporter stated that, while priming, the device's piston rod would "only go so far," before a mechanical error was generated. Additionally, they reported finding moisture, which smelled like insulin, inside of the device's cartridge compartment. Pt's blood glucose was not affected and no treatment was received.